Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, the atrial lead exhibited noise. The lead also exhibited an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion at 11.3 cm to 11.6 cm from the connector pin which exposed the outer coil. This likely contributed to the reported noise. The abrasion was consistent with exposure to constant friction with another implantable device.